Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2025.the date of event is an approximation. On 06/10/2025, it was reported that the patient was unresponsive and the son called an ambulance. The paramedics took a bg reading which was 13 mg/dl before the patient was taken to the emergency room. Upon checking pump, there were no cgm readings, no error message was reflected but based on recollection the last cgm reading was 292 mg/dl since 10:32pm the night prior to 06/10/2025. There was no treatment documented as the reporter was unaware of the medication provided. At the time of the report the patient was feeling better. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.